Event description:
It was reported that the patient had an ams miniarc precise single-incision sling system implanted. The patient had to use a catheter due to urinary retention experienced following the implant. It was indicated that the physician gave the patient the option to "do a urethralysis" but the patient chose to have the sling removed and to address her incontinence again at a later date. It was reported that the patient was seen again by the physician following the explant and the patient is "doing fine." No further complications were reported.